Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement, in the reported malfunction.

Manufacturer narrative:
The device was returned, to zoll medical for evaluation. The malfunction was observed and the digital board was replaced, to resolve the malfunction. Analysis for reports, of this type has not identified, an increase in trend.